Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was implanted on (B)(4) 2010. Upon scheduled f/u on (B)(4) 2010, the physician observed data discrepancies displayed by the programmer: a strange battery curve, a high number of total charges, two total shocks since implant despite 1 shock really delivered and a warning message related to rest ventilation increase although no worsening of pt clinical status was observed.